Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, degen disc disease/herniated disc pain, and spinal pain. It was reported that pt believes since (B)(6) or (B)(6) of 2020 or 2019 the pts ins would not charge or anything for pt would get a doctor sign (ps understood eos). Pt was needing to get their ins taken out and the pt would like to get the hospital records on when they put it in and send it to another doctor so they could put a new one in. The patient was redirected to their healthcare provider to further address the issue. Pt said they had problems with their hcp (B)(6) but the pt was already told no one will touch the pt other then (B)(6). Pt thinks their hcp got in trouble. Pt noted they were having trouble with workers comp and the mdt unit had made a big difference in their life and the pt wanted the ps agent to be proud of mdt. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.